Manufacturer narrative:
Pending device return and engineering evaluation.

Event description:
Revision due to aseptic loosening and/or joint instability.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to aseptic loosening and/or joint instability.